Event description:
The patient reported exposed wires of the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual inspection of returned material revealed damage to power supply in the form of exposed frayed internal wire from its cable. Software evaluation was not possible with the material returned because of it consisting of a component not capable of possessing software. Due to the extent of damage to the returned power supply, performance testing was not attempted as a safety precaution. The field reported event of exposed wires on the power supply cable was confirmed.